Manufacturer narrative:
(B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had the outer lids come away from the inner bung during decapping. No report of injury or medical intervention. No report of blood exposure to mucous membrane.